Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" code and a high airstream temperature (high temperature alarm) condition were found in the ventilator's downloaded error log. The device's oxygen blending module board and blower motor were replaced to address the issues.